Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient had high impedance during a regulator check up visit last friday. C<(>&<)>0 was 24,103 ohms and 0<(>&<)>1 was 35,476 ohms. All other combinations were greater than 40,000 ohms. The patient was 2- and 3+ at 3.7 volts. The rep said the patient had not noticed a change in therapy, although the patient was having difficulty holding the newspaper. Spiral check didn't have significant changes. Also, the rep said the patient fell backwards on ice, but they didn't know when the incident occurred. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative stating the patient thought the high impedance was due to a fall in (B)(6). The high impedance was not resolved at the time of the report. The patient was sent to neurosurgery and was scheduled for an x-ray.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the patient had a loss of therapy efficacy. The tremor was once controlled but returned. Impedances were still >40,000 on all contacts on the right deep brain stimulation system. The surgeon suspected a kinked extension wire due to the recent fall. The extension wire was replaced and impedances were normal. Impedance tests were done preoperatively and intraoperatively. The issue was resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.